Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9616680-2010-00792.

Event description:
It was reported that, "patient was dislocating so revised the liner and head."